Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level at the time of the incident was unknown. The customers' mother states daughter is in boarding school and she does not have the pump the alarm will not allow her to rewind. Customer's mother stated will have daughter call since she does not have the pump to trouble shoot. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report.